Event description:
It was reported that an acute right ventricular (rv) lead was exhibiting a high pacing threshold during pre-discharge check. After monitoring period, it was suspected that a perforation occurred, and device revision was performed. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that an acute right ventricular (rv) lead was exhibiting a high pacing threshold during pre-discharge check. After monitoring period, it was suspected that a perforation occurred, and device revision was performed. The device remains in service. No additional adverse patient effects were reported.